Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, an error message was prompted, and the device was deprogrammed. The device was re-programmed successfully and will further be monitored. The were no patient consequences.